Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the generator was low and they had to have it replaced. The ins showed eri, 2.56v. The patient noted that their first one last 5 years, when they were asked if this was normal or premature eri. No patient symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they met with the patient on (B)(6) 2019. The patient was concerned about their deep brain stimulation (dbs) battery. The device was interrogated with impedances being normal and the battery reading 2.56 volts. The patient used monopolar settings with the active contact being 0 on both sides. The frequency was 130 hertz and the pulse width was 60 microseconds. The amplitude on the left was 4.8 volts and the amplitude on the right was 1.5 volts. According to the hcp the patient required a new battery at this point as it would be expected to expire within a couple weeks. The hcp stated the patient could try to reduce the amplitude while waiting to get in with the neurosurgeon for replacement and they also recommended turning the device off at night with the hope of saving battery life. It was noted the patient noticed an improvement in tremor since going on effexor. An appointment was scheduled with the neurosurgeon for (B)(6) 2019. No further complications were anticipated.